Event description:
It was reported that the user attached the infusion set connector to the cartridge outside of the ilet, resulting in an infusion setup error; the agent provided education to use a new connector and to insert the cartridge into the ilet first before attaching the connector, consistent with a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and indicated a user error of incorrectly attaching the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.